Event description:
It was reported to hill-rom that the mast separated from the base on a glovo mobile lift. The resident was on the lift and the staff were able to lower the resident without any issues. No injury alleged. MFR - 8030916-2014-00016.